Event description:
It was reported that during follow up, externalized conductors were observed via fluoroscopy. All electrical measurements were good. During an induction test, high, out of range hv lead impedance was observed and the shock was ineffective. A second shock defibrillated the patient. A manual hv lead impedance test induced the patient into a new episode of vf and high, out of range hv lead impedance was observed. The lead was explanted and replaced. Patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.